Manufacturer narrative:
(B)(4) batch #: unk. Date of event: date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Where was the leak? What color cartridge was used? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a postoperative leak occurred near the ge junction after the surgeon had performed a laparoscopic sleeve gastrectomy. The surgeon uses a gold reload followed by a blue reload and then completes the procedure with white reloads. The surgeon does not use staple line reinforcement and does not oversew. Patient was readmitted to repair the leak.

Manufacturer narrative:
(B)(4) date sent: 7/6/2022 additional information requested and the following was received: was a leak test performed? No, this is not routine for a sleeve gastrectomy was the staple line visualized endoscopically during the initial surgical procedure? Yes how many days postoperative did the leak occur? Not known how was the leak identified? During post op exploratory lap what was observed at the site of the leak upon reoperation? The staple line was disrupted or open how was the leak addressed? Repaired with suture where was the leak? Gastroesophageal junction what color cartridge was used? White